Event description:
It was reported that reported that a tab of a zyston straight inline inserter was noticed broken off as a trial was being changed to a larger size, then the broken tab was found on the mayo stand. There were no patient impacts.

Manufacturer narrative:
Corrected information in d4: lot number and UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the returned device was examined. Visual inspection revealed one of the prongs on the tip of the instrument has fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that reported that a tab of a zyston straight inline inserter was noticed broken off as a trial was being changed to a larger size, then the broken tab was found on the mayo stand. There were no patient impacts.